Event description:
It was reported that the right atrial (ra) lead could not be positioned due to poor sensing. The ra lead was repositioned several times. Upon final repositioning, the helix would not extend past the distal end of the ra lead. The ra lead would also found to have tangled around the rv lead. Torque was suspected to have been transferred to the ra lead's body. The ra lead was pulled back and released from the rv lead. Another attempt to reposition the ra lead was made but a stylet would not pass through, and other stylets had the same issue. The ra lead was removed and not replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of helix mechanism issue, ¿stylet would not pass through the lead" and sensing issues was confirmed. As received, a complete lead without a stylet was returned in one piece. The helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning the helix and cutting the lead, the helix could extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and over-torqued of the inner coil. Unable to perform stylet insertion test due to over-torquing inner coil inside the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting due to over-torquing the inner coil inside the connector region that caused the sensing issues. Visual inspection of the lead did not find any other anomalies except for procedural damage.